Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.

Event description:
It was reported that the device was having the error code 44510. The error occurred during testing. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.